Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported her insulin pump alarmed no delivery. She disconnected and reconnected and rewound the device, but it alarmed no delivery again. She disconnected and reconnected again and now it alarmed motor error. Customer stated the device alarmed after she received 3.4 units of insulin. Customer's blood glucose is 422 mg/dl. She stated she is high because she just ate dinner and she is on medication for a non diabetes condition. She treated with a manual injection. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer uses the sensor feature. Customer was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. Customer is able to rewind the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer stated she was in the hospital for three weeks for a non diabetes related issue.